Event description:
It was reported the system intermittently would not start (no boot). There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply cable and the surge suppressor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.